Event description:
It was reported that a malfunction alarm occurred. Customer reported alternate insulin therapy was not available and declined follow up from tandem technical support to confirm alternate insulin therapy was obtained. Customer¿s blood glucose level was 243 mg/dl.